Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Medical product ¿ comp primary stem 11mm std, catalog#: 113651 lot#: 033640, therapy date - (B)(6) 2016.

Event description:
Patient underwent a right shoulder revision approximately ten years post-implantation due to pain. It was noted that the humeral head had migrated superiorly to the glenoid and the rotator cuff was non-functional. The humeral head was explanted and the patient was converted to a reverse total shoulder.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2016-05399. The initial report was forwarded in error and should be voided.